Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. Visual evaluation noted that the reload was partially fired. Functional evaluation of the reload noted that the anvil clamping mechanism was deformed. The reload fired without issue. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during use of the device for a gastrectomy, the distal portion of the stapling line was not properly formed. The surgeon used another reload to complete the case. There was no patient injury and the patient was reported as stable. The scheduled surgery time was not extended.